Event description:
It was reported while using bd vacutainer® urine analysis preservative tube, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd did not receive any photos or samples for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the customer indicated failure mode: underfill due to insufficient information. No definitive potential cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® urine analysis preservative tube, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.